Manufacturer narrative:
Full e1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that damage to the charged coupled (ccd) unit led to the "image blackout" malfunction. However, a root cause could not be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope experienced image blackout during angulation adjustment. The event occurred during device reprocessing. There were no reports of patient involvement.